Event description:
It was reported: dr. (B)(6) stated the pt had onset of pain starting (B)(6) 2011. On (B)(6) 2012, add¿l info: pt has left hip pain and a large pseudotumor. Pt has obtained legal counsel. It was also reported that the pt was revised.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add¿l info has been received. When completed, the eval summary will be submitted in a supplemental report. This is the same patient/event as: MFR number: 2249697-2012-01022.